Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e . Serial: (B)(6). Batch: 7248609.

Event description:
It was reported that the patient was experiencing a generalized pain and had to take a medication. Pain continued and when she attempted to get out of bed, she had difficulty moving her extremities. The patient was sent to the emergency room. No device malfunction was suspected. The trial leads were pulled out and discarded per hospital policy.